Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that around 2-3pm on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result of 438 mg/dl on the subject meter compared to 32 mg/dl on an emergency room meter, performed greater than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication, diet and/or exercise. She stated that she followed her normal routine after obtaining the alleged inaccurate high result. She reported that between 2pm and 3pm on (B)(6) 2018, she developed ¿weakness¿. She indicated that she was brought to the hospital emergency room (ER) where the result of 32 mg/dl was obtained on the ER meter, after 3pm. She stated that she received treatment of a glucose injection and food for her symptom. At the time of troubleshooting, the patient was unable or unwilling to confirm if the meter had been set to the correct unit of measure or if she had used an approved sample site to obtain the comparative blood samples. It was noted that the patient¿s test strips had expired in (B)(6) 2017, invalidating the result on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment/medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose result on the subject meter.